Event description:
It was reported that the wireless recharger (wr) kit would not turn on and the battery indicator kept flashing. A hardware problem with the recharger was suspected. Multiple resets were performed, but the issue persisted. The recharger dock used to charge the recharger was replaced, but the issue still existed. Replacement of the recharger was to be arranged, and the product was to be returned. There was no patient involved.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), UDI#: h3: analysis of the recharger (B)(6) found that the leds scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.